Event description:
Caller reported a tandem mobi cartridge alarm which occurred during the loading process. There was no adverse impact to the customer's blood glucose level. Customer confirmed waiting for prompt in the tandem mobi mobile app to remove and load cartridges as instructed, and there was no prior report of similar alarms with this pump. Technical support resolved the issue by replacing the cartridge.